Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was in the hospital due to repeated noncompliance. The patient refused to take medication when at home. The patient was not a transplant candidate. The patient had right heart failure and a driveline infection. The family decided that the patient should be transferred to inpatient hospice. Right heart failure was not a device related issue. The patient had right heart failure due to repeated noncompliance. The patient had fluid retention, kidney failure, and liver failure. The patient was inpatient hospice with ongoing medical regimen. The patient as admitted for the driveline infection on (B)(6) 2020. The patient was without insurance for over 9 months. The patient was noncompliant with dressing change instructions, supplies, and antibiotic adherence. The driveline infection was currently stable. Driveline care was to continue.

Manufacturer narrative:
Section a2, h6 (patient codes): correction manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation; however, according to the account, the right heart failure was not a device related issue and was due to the patient¿s noncompliance. The submitted controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2020 and appeared to show the pump operating as intended with stable parameters. The actual motor speed remained above the low speed limit without issue and no atypical lvad faults were captured. No functional issues with the pump were reported in association with the event. The patient remains ongoing on (B)(6) and no additional adverse events have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.